Manufacturer narrative:
A patient had a scalp infection was reported to abbott. The patient underwent surgical intervention wherein the entire system was explanted to address the issue. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient had a scalp infection. Patient underwent surgical intervention wherein the entire system was explanted to address the issue.